Manufacturer narrative:
The customer contacted the siemens customer care center concerning a discordant low d-dimer patient result obtained on the cs-2100i system. The issue was detected with a level 2 qc shift low on two cs2100i instruments at three days post reconstitution of the reagent. Siemens healthcare diagnostics headquarters support center evaluated the instrument data. The instability is attributed to water quality at the account. The device is operating within specifications. No further evaluation of the device is required.

Event description:
A discordant depressed innovance d-dimer result was obtained on a patient sample on the sysmex cs-2100i instrument system. The result was reported to the physician. It is unknown if the result was questioned. The same sample was later repeated on the alternate cs-2100i system and a higher result was obtained. A corrected result was issued. There is no indication that patient treatment was altered or prescribed on the basis of the discordant depressed d-dimer result. There was no report of adverse health consequences as a result of the discordant depressed d-dimer result.